Event description:
It was observed that during the device evaluation, the gastrovideoscope exhibited a cut on the probe. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it was concluded that the suggested phenomenon was presumed to have been caused by component failure due to stress such as damage or deterioration of parts. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.